Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's current blood glucose is 455 mg/dl. Customer advised they have had to give themselves larger doses of insulin with a manual syringe. Troubleshooting for high blood glucose was performed. Customer advised they get thirsty as a result of their high blood glucose levels but are feeling okay to troubleshoot. Customer changed out the complete set and infusion set. Customer performed the high pressure test and the insulin pump passed.